Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer call to report the reservoir was leaking and there is fluid in the pump. No further details provided at time of call.